Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the communication ethernet cable was plugged into the wrong port. A field service engineer plugged the cable to the correct port to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system did not communicate, preventing user from removing the required medication and causing delays. The customer stated that they try to take out medication, but the nurse gets the medication from station nearby. There were no adverse events or injuries reported based on this event.